Event description:
Allegedly removed during revision.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Attempts are being made to have the product returned. The event device code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00271, 00272. This event occurred in foreign country.